Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 5/12/2022and placed into service on 6/23/2022 with battery pack serial number (B)(6). On 6/20/2024 the old battery pack was uninstalled, the new battery pack was installed, a manual self-test was completed, and the service code warning was cleared. The log history file was downloaded to be sent to the manufacturer for further analysis. The cause of the 'replace battery pack now' warning was related to the user failing to address the AED's alert condition, which reduced the battery pack's life expectancy. .

Event description:
A customer stated that the battery pack they have now is empty and that they had to use another battery to download data. They did not report that this event occurred during patient use.